Manufacturer narrative:
The pump was returned to animas. All keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that for the past two months, the up, down and ok buttons felt loose and "mushy." There was no reported patient impact associated with this complaint.